Event description:
Initial and final MDR (B)(4). Event occurred in spain it was reported that patient faced tubing occlusion at the tubing event on 06-sep-2024. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: spain.